Event description:
It was reported that the patient presented to the clinic feeling symptomatic. During interrogation of the pulse generator loss of capture was observed. During repositioning, dislodgement was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.